Event description:
Healthcare professional reported, left side intracapsular rupture. And capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
E1.: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.